Event description:
Related manufacturer report number: 2017865-2022-13258. It was reported that the patient presented for a scheduled generator change and revision of the right atrial (ra) and right ventricular (rv) leads. The ra lead had a history of oversensed noise, while the rv lead had a history of high capture threshold. Both leads were explanted without complications. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of high pacing threshold was confirmed. As received, a complete lead was returned in three pieces. Electrical testing found shorting between conductors. Visual inspection found internal insulation abrasion breaching the ring electrode cable lumen under the right ventricular shock coil. The etfe cable coating of one ring electrode cable was abraded in this location. Further analysis found that shorts between conductors were due to exposure of the ring electrode at the abraded region under the right ventricular shock coil. The cause of the reported event was isolated to the internal insulation abrasion exposing the ring electrode etfe cable coating under the right ventricular shock coil.